Event description:
Ethicon secure strap - 5mm absorbable strap fixation device. According to surgeon, device did not fire into hard tissue reliably. Ethicon rep was present in the room. Guidance given to surgeon from rep. New device opened. No further issues. Malfunctioning device given to materials management.